Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion being treated was a 2.5mm, 99% stenosed, bifurcated, 28mm long portion of the left anterior descending (lad) that was moderately tortuous and calcified. The physician wired the left anterior descending coronary by performing predilatation with a 2x20mm maverick balloon to 10 atmospheres at the more distal of the two left anterior descending artery lesions. The physician then took the 2x20mm balloon down the diagonal wire and dilated it into the diagonal branch. They then took a 2.5x20mm maverick balloon and dilated the proximal lesion. This did achieve a waisting and the lesion gave. Follow-up angiography did show a significant dissection, which per the procedure notes, "was not unexpected given the calcification and the tight lesion." After placement of a 2.5 x 24 mm taxus express2 and a 2.5 x 12 mm taxus express2 stent in the proximal (lad) artery with a 4mm overlap, follow up angiography was performed. There was mild haziness at the distal end of the stent. The physician tried to seal this with a 2.5 x 8 mm taxus stent first and then a 2.5 x 8 mm non bsc stent, but neither of these stents could traverse the proximal tortuosity through the two previously placed stents. It was felt that they had an acceptable result and that the haziness could be treated with medical therapy. The patient was discharged the next day on plavix and aspirin.